Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, some were coming out two at a time, some were crooked as they came out before they reached the vessel. It didn't appear to be working properly there were no patient consequences reported.